Event description:
Patient reported left side capsular contractures, baker grade IV, "implant was very hard to the touch", "very painful", and "rashes all over the chest." Additionally, patient reported infection. Patient also reported "had cancer in the past", "developed all sorts of breast illnesses", "side effects", "sharp pains down the arms", "rashes all over the chest which the doctor thought could be an autoimmune disorder or lupus"; these are not device related. Healthcare professional did not observe left side capsular contracture, but did confirm the other reported events. Additionally, patient reported infection. Device remains implanted.

Manufacturer narrative:
The event of "infection" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Reason for reoperation: capsular contracture, baker grade IV, and infection (unknown onset).

Event description:
Additionally, patient reported infection.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade IV.

Event description:
Patient reported left side capsular contractures baker grade IV, implant is very hard to the touch, and very painful. Patient had cancer in the past, and has developed all sorts of breast illnesses, and side effects also mentioned sharp pains down the arms, rashes all over the chest which the doctor think could be an autoimmune disorder or lupus. The device remains implanted.

Event description:
Patient reported left side capsular contractures, baker grade IV, "implant was very hard to the touch", "very painful", and "rashes all over the chest." Additionally, patient reported infection. Patient also reported "had cancer in the past", "developed all sorts of breast illnesses", "side effects", "sharp pains down the arms", "rashes all over the chest which the doctor thought could be an autoimmune disorder or lupus"; these are not device related. Device has been explanted.

Manufacturer narrative:
Allergan did not submit this MDR within 30 days of becoming aware. Recent stimulated reporting related to 2011068-7/2/19-001-r has increased complaint and MDR volume. Allergan is implementing a plan to address the increased volumes. Device evaluation: visual analysis of the returned device identified crease fold, wear abrasion, deformation, and cloudiness/void in the gel observed after autoclave cycle disinfection process. Weight measurement of the device identified device weight was within specification. Based on the device analysis the final assessment was no issues found related with the manufacturing process.